Event description:
It was reported that the pump malfunctioned with malfunction code malf 0, which was not resettable. Blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact to the customer¿s blood glucose level. In response, the customer was advised to use multiple daily injections as a backup therapy and to consult their healthcare provider. The technical support team arranged for a replacement pump to be sent and provided instructions on how to store and return the malfunctioning pump to tandem.